Event description:
On (B)(6) 2015, a 23mm trifecta valve was implanted. On (B)(6) 2018, the valve was explanted due to a torn leaflet and aortic insufficiency. There were no signs of infection on the valve. A 21mm regent valve was implanted. The patient is reported discharged.

Manufacturer narrative:
An event of aortic insufficiency was reported. The reported torn leaflet was confirmed. Morphological and histopathological examination revealed leaflet 1 was torn along stent post 2. Leaflet 1 also contained inflow surface fibrous tissue and outflow surface pannus ingrowth, which also covered stent post 1. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the torn leaflet and aortic insufficiency remains unknown; however, fibrous tissue and pannus ingrowth can potentially alter the distribution of stress along the bases of the leaflets and hinder durability of the valve.